Manufacturer narrative:
(B)(4). Date sent: 3/21/2022. Additional information was requested and the following was obtained: this case file is updated with correct lot number (u95x9) and no change in the event description d4 and h4.

Manufacturer narrative:
(B)(4) date sent: 3/23/2022 additional information: endoscopic multi-clip applier el5ml - clip applier not firing if other, describe --> no patient outcomes, required new clip applier, if other, describe --> not known was surgery delayed due to the reported event? --> unknown, action taken when event occurred? --> new clip applier required , was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no) investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no damage in the external components; the device was received with the trigger in midway position, upon visual inspection, one clip was noted to be properly formed in the jaws. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed 9 conforming clips. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. The event described could not be confirmed as the device performed without any difficulties noted. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H1, h6, and h10

Manufacturer narrative:
(B)(4). Batch #: v94c6r. Date of event is june, 2021. The event day was not reported, only the month and year were reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no damage to the external components. A tyvek wrapper was received along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed seven conforming and five scissored clips. In addition, the device locked out as intended. Further analysis showed that during the visual inspection of the jaws, they were found to be misaligned and the scissored clips were due to this condition. The instrument was disassembled and upon disassembly, no anomalies were observed. The device performed without any difficulties noted. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: `insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." The damage observed on the jaws is related to improper use of the device. Possible causes for the condition found may be due to the device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. In addition, as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. Please reference the instructions for use for more information." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, the endoscopic multiclip applier, el5ml, was not firing. A new clip applier was used and procedure was successfully completed. There was no patient consequence.